Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that during follow-up, noise and an auto-mode switch episode were observed. Patient was asymptomatic. Emi was suspected as the patient was on the phone during a lightening storm. The device will continue to be monitored.